Event description:
The type of this complaint is stem breakage. The revision of tha for oa took place on (B)(6). The surgeon replaced the broken stem in question with c stem long #4 200mm. The patient had complained of the joint pain of the hips and the knees for two weeks before the revision took place. There was no surgical delay. The patient is now under observation for recovery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Follow-up with the complainant has been conducted for the catalog number and lot number, and the information is not available.

Manufacturer narrative:
Part information indicates that the product is not sold in the us. This report will be voided.